Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was stenosis and non-malignant pain. The date of the event was (B)(6) 2016 (approximate). It was reported the pump was removed last january as the patient became infected. Their stomach opened up and started draining. The patient almost died and had to go through a painful two month withdrawal after being on drugs for 18 years. The patient was in the hospital for two months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.